Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized while using the aviva insight system due to an e-57 error message. Earlier that day, the blood glucose monitor displayed an e-57 error message and the patient had a seizure afterwards. The patient also suffers from epilepsy which can cause seizures. While the patient was having the seizure, the boyfriend of the patient's sister had to kick the door down to attend to the patient and then an ambulance was called. On the morning of the incident, the patient's blood glucose levels had ranged between "3.0 mmol/l to 13.0 mmol/l". The patient was admitted to the hospital at 9:00 a.m. And she was treated with water and paracetamol via IV. The blood glucose result at the hospital was 13.3 mmol/l. The patient was hospitalized from 9:00 a.m. To 4:00 p.m. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.